Manufacturer narrative:
The customer¿s report of ¿unable to disconnect¿ was not confirmed. The customer stated the bifuse set was connected to another extension set, however, when the samples were received they were already separated. Visual inspection of the first set investigated identified a crack on the male luer spin collar. The crack was located opposite of the injection mold gate. No tool marks or stress marks were observed on the male luer. The male luer was connected to the concomitant maxzero connector. An attempt to disconnect them was difficult but after using the spin collar ridges overlaid on the corresponding grooves at the base of the male luer to provide leverage and increased ease for disconnecting, disconnecting the components was successful. Dimensional testing of the first set investigated showed the male luer tip to be within specification. Visual inspection of the second set observed that the male luer tip was broken off. Stress marks were observed at the break site. Due to the damages on each set; functional tests could not be performed. The root cause of unable to disconnect could not be determined because the two sets were received already disconnected.

Event description:
The customer reported being unable to disconnect a bifuse extension set mated to another extension set and a PICC line. Both extension sets were replaced and there was no patient harm.